Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation on (B)(6) 2005 due to arthrofibrosis. No products were removed and replaced. Additionally, the patient underwent a second manipulation on (B)(6) 2005. No products were removed and replaced. No further information has been provided.